Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component, and subsequently may have led or contributed to joint instability, prosthesis wear, and pain. However, this cannot be confirmed because the components were not returned for evaluation. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: logic tibia traptray cem sz 2f/2t (cat# 02-012-41-2020 / serial# (B)(4)). Logic femoral ps cem right sz 2 (cat# 02-010-01-0320 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 10 years post-op the initial implant, this (B)(6) y/o female patient had a revision of the tibial insert due to aseptic femoral loosening with progressive valgus instability and pain. Patient has a history of degenerative joint disease and von willabrand factor.